Manufacturer narrative:
(B)(4). Dianeal therapy was ongoing (previously not reported) and it was reported that the patient was "doing well on pd therapy". Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Four days prior to receipt of this report, the patient was treated with unspecified antibiotics (doses, frequencies, duration and route of administration not reported) for the event. At the time of this report the patient outcome was not reported. The action taken with dianeal therapy was not reported. No additional information is available.